Event description:
It was reported that the procedure was to treat a heavily calcified, concentric, 99% stenosed proximal left anterior descending artery. A 3.5 x 12 mm rx trek was advanced to the lesion for pre-dilatation. There was significant resistance met during advancement; however, the balloon did cross the lesion. During the first inflation, the balloon ruptured at 6 atmospheres. There was resistance noted when removing the catheter. A new balloon catheter was used to complete the procedure. It was further noted that the trek was prepped inside the patient. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: runthrough. Guide cath: heartrail ii jl4. Incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.